Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the bed rails mount brackets were bent. Rails falling down.